Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device information is unknown. No information has been provided to date.

Event description:
It was reported that the device is not reliving the pressure in the vent setting. No patient injury reported.

Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with tamper seals intact. The device was received in with the input manifold loose on the bottom chassis. The relief alarm pressure and CPAP (continuous positive airway pressure) control knobs were cracked, and the end caps were missing. The bottom case and battery cover were also cracked. The customer reported problem was verified/duplicated. Continuous flow was discovered during the investigation. This was because of a loose input manifold assembly and a dislodged cap due to physical impact to the device. This impact was traced to the customer/user interface as the cause of the reported issue. For corrective action, the input manifold assembly was tightened; and the manifold cap was repositioned and secured. No previous service history was found. A manufacturing device history record (DHR) review was not relevant to the investigation due to the age of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: a product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A customer response was attached to the complaint. (Updated b5, b3).

Event description:
Additional info received via email 7-sep-2022. No patient adverse effects reported. The date of event was 10aug2022.